Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six hours post implant the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high rate non-sustained episodes. In addition, a noise warning was triggered for noise oversensing. Approximately two weeks later, the lead triggered an impedance alert due to high and undefined pacing impedance and another lia due to sic and pacing impedance variation. It was noted that there was evidence of a lead/implantable cardioverter defibrillator (ICD) connection issue. Programming changes were made, and the lead and ICD remain in use. No patient complications have been reported as a result of this event.